Event description:
Litigation alleged the patient was injured by excessive levels of chromium and cobalt as a result of the implanted asr hip. **update** 3/15/13 - plaintiff's preliminary disclosure form was received, which identified part/lot information and correct date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleged the patient was injured by excessive levels of chromium and cobalt as a result of the implanted asr hip.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint : litigation alleged the patient was injured by excessive levels of chromium and cobalt as a result of the implanted asr hip. Doi: (B)(6) 2009 - dor: none reported (right hip). Pt is a resident of the state of (B)(6). Update 3/15/13 - plaintiff's preliminary disclosure form was received, which identified part/lot information and correct date of implant. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Update 30 april 2014 - der received. Information updated with regards hospital, surgeon, products and reason for revision (cocr and pain).